Event description:
A site nurse reported that, while in an ent procedure, the head frame was showing up on the posterior aspect of the scan. Medtronic technical services provided instructions to return to the select pt task to correct the image orientation. A/p was flipped and the 3d model showed up in the correct orientation. Troubleshooting included instruction to confirm l/r image orientation and re-register the pt. Once this was complete, l/r accuracy was regained and case proceeded. The surgeon completed the procedure with the use of the fusion navigation system. There was no impact on pt outcome. Medtronic navigation is filing this MDR to ensure visibility to pt event as a result of a procedure that utilized medtronic navigation's fusion navigation system.

Manufacturer narrative:
Pt info not provided as site declined request for demographics. The site flipped l/r because they unaware of how radiographic view displays. Medtronic technical services provided instruction real-time. Software investigation completed, finding if the exam orientation needed to be corrected to resolve the issue. Software is functioning as designed. No allegations were made of medtronic navigation's device causing or contributing to the pt event.